Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case today, the valve was successfully deployed. The delivery system was deflated, locked, and straightened before being successfully withdrawn and completely removed through the esheath. After removal of the delivery system the physician noted that it appeared on imagery that the radio-opaque marker had moved within the sheath. The physician planned to reinsert a dilator through the sheath to stabilize the marker band but were unable to get the wire through the sheath. They ultimately pulled the sheath out of the patient without a dilator without issues and no injury to the patient. After removal from the patient a liner tear was noted and liner delamination of the sheath. The marker band was still within the liner but had been pushed within the sheath when the liner delaminated. No delivery system withdrawal issues were noted and the physician does not believe the liner tear occurred during advancement. The patient had a little calcification in their vessels and very little tortuosity. The device is being retained by the hospital's risk management team.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Imagery was provided and it was observed that the c-marker band was observed perpendicular to the intended orientation, confirming the liner delamination. The patient¿s vessel could be seen with calcification present at the bifurcation and abdominal aorta. Both the left and right iliac access vessel have tortuosity with a slight bend present in the abdominal aorta. A DHR review and lot history review were unable to be performed as the lot number of the device was not provided. In regards to the torn liner, the event was unable to be confirmed; therefore, a complaint history review was not required. The delamination of the liner was confirmed, however, and a review of the complaint history from august 2019 to july 2020 revealed other returned complaints for similar events. The complaints were reviewed bas on similar reported events and associated root causes / evaluation codes. Based on the complaint history review. The following root causes are determined to be applicable to the current evaluation: patient factors (calcification/tortuosity) and procedural factors (non-coaxial delivery system withdrawal, device manipulation). Per the instructions for use (IFU), procedural training manual, and device preparation training manual were reviewed for instructions and guidance for preparation and use of the devices. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When inserting, manipulating or withdrawing a device through the esheath, always maintain orientation of the sheath position. When removing the delivery system. Completely unflex the delivery system. Ensure flex tip is still over the triple marker, the balloon lock is locked, and the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution should be used as patient injury could occur if the delivery system is not completely unflexed prior to removal. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The delamination for the liner was confirmed per imagery returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU / training materials revealed no deficiencies. Imagery shows the patient had some tortuosity and calcification present in the access vessels and abdominal aorta. The calcification alters the vessel profile and increases likelihood of friction/interaction between the vessel and devices. Tortuous anatomy creates a difficult pathway for the sheath as any bends can lead to difficulty in aligning the inflation balloon coaxially to the sheath when retrieving the delivery system. It is possible that during the procedure when the physician was removing the device, the inflation balloon was not coaxial to the sheath tip and excessive force or device manipulation was applied to overcome the friction leading to the reported liner delamination. Available information suggests that patient (calcification/tortuosity) and procedural factors (non-coaxial delivery system withdrawal, device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The torn liner was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU / training materials revealed no deficiencies. As mentioned, the patient had some tortuosity and calcification present in the access vessels and abdominal aorta. The calcification alters the vessel profile and increases likelihood of friction/interaction between the vessel and devices. It is likely that the excessive device manipulation was used to overcome the resistance when attempting to withdraw the delivery system leading to the reported liner tearing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defects were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
Additional information added to b.5. Corrected f.10 codes. Investigation is ongoing.

Event description:
After review of imagery the image shows the liner was delaminated (liner bunched downward into the middle of the shaft), but not necessarily that the marker was separated. The marker band was still within the liner.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.